Manufacturer narrative:
The customer indicated that the sample is expected to be returned for analysis.

Event description:
The customer reports that it was impossible to introduce a suction tube in the device. Covidien is attempting to gather further details surrounding the circumstances of this report. The customer confirmed that the extubation and recannulation of a replacement tube was required.